Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. Two of three sensors failed due to the cannulas retracting into the sensor base. It could not be confirmed that the sensors were received in this condition as they were returned opened and used. The remaining sensor was missing the broken cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor had a missing cannula. The customer received a lost sensor error, which is when she removed her sensor and realized the cannula was missing. The customer's blood glucose level was 187 mg/dl. The product is being returned. Nothing further was reported.